Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade, variations in the r-wave amplitude were observed. Lead repositioning was unsuccessful. The physician elected to cap and replace the pace/sense lead. The defib portion remains active. Patient's condition was stable post-procedure.